Manufacturer narrative:
This lead was surgically abandoned and a new lead was successfully implanted. There is no further information available at this time. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the patient presented to the emergency room with syncope. Upon interrogation the device was found to be programmed aai and the right ventricular (rv) lead exhibited a low impedance measurement. The device was reprogrammed to ddd and the rv lead was set to unipolar. The physician ultimately decided to do a lead revision due to noise and low impedance measurements. The rv lead was surgically abandoned and the device was electively explanted. A new device and lead were successfully implanted. No additional adverse patient effects were reported.